Event description:
Medtronic (covidien) received information that a patient died after a pipeline embolization device (ped) treatment. It was reported that one day prior to the event, the patient underwent a flow diversion treatment for a large saccular right cavernous segment of internal carotid artery (ica) aneurysm (25mm x 19 mm) using a ped. The aneurysm was reported to be extending into dural sac. The ped deployment was normal without difficulty. The artery sizes of the ped landing zone were reported to be 4 mm distal and 4.5 mm proximal. Angiography result post procedure was reported as eclipse. It was reported that the patient was discharged home after the procedure; however, the patient died suddenly the next evening. An autopsy was performed and showed that the aneurysm ruptured due to increased pressure in the aneurysm. It was reported that the patient was on dual antiplatelet therapy with unknown pru level. Device will not be returned because it was implanted in the patient.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for evaluation as it was implanted in the patient. No other complaints have been reported against the lot number. Based on the reported information, there was no device malfunction during use. (B)(4).